Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer checked for air bubbles in cartridge, attempted to resume insulin, and when alarms recurred, changed infusion set and cartridge before resuming insulin. Reportedly, the customer typically uses cold insulin, which is considered off label.